Manufacturer narrative:
H6: upon receipt of the device ventec downloaded its electronic records (system logs) for analysis and was unable to confirm the reported issue of the device powering off by itself. The device was then evaluated by ventec where the reported issue of it powering off by itself could not be duplicated during testing. Proper device operation was confirmed through functional and performance testing. The cause of the reported issue could not be determined.

Event description:
It was reported to ventec that the device unexpectedly powered off by itself. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.